Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized for a non device related issue. A surface electrocardiogram revealed that the device was oversensing t waves which resulted in pacing at 40 beats per minute. After adjusting the ventricular sensitivity, the patient felt good.